Manufacturer narrative:
D9 - date returned to MFR null: 3/5/2026. Received one (1) used. List #142730490, plum 150 ml burette set for inspection. As received, the secondary port clave was separated and broken off from the tubing on the lid of the burette. Stress marks and a rigid break were observed on the clave and on the tubing. No particulate matter was observed inside the set. The complaint of particulate matter cannot be replicated or confirmed. The probable cause of the broken clave is due to an unintentional bending force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in stating that a white powdery substance was observed stuck to the inner wall of the tube beneath the filter vent during priming, and it appeared to slowly dissolve and fall when encountering liquid. No drug was involved in the event. There was no patient involvement.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.